Manufacturer narrative:
The glidescope video monitor (gvm) was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video monitor but was unable to confirm the reported "locking up" issue. During testing it was observed that the video image was normal, and the buttons were responsive. The technical service representative attempted to trigger the video monitor to lock up by pressing buttons in rapid succession but was unable to duplicate the issue. The camera image quality test was performed and passed. Upon completion of the evaluation, the glidescope video monitor (gvm) was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the monitor locked up several times during use. The procedure was completed using an unspecified verathon monitor, which was made available in about five (5) minutes. No harm to the patient or user was reported.